Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported fault relating to the defib fault 76 was verified to be caused by a defective pd engine. The pd engine was replaced to resolve the problem. Further testing of the pd engine confirmed failure and found the transformer has a fractured solder. The board was scrapped. No emerging trend based on similar reports.